Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to cause another device to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to cause another device to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device is not repairable and will not be returned to the user facility.